Event description:
On 11/20/96, a MFR. Rep received a letter from the implant physician stating that the device had been explanted on 11/8/96 due to a potential device catheter related complication. The letter, dated 11/9/96, is a note to the pt's chart which states that the pt is approx. Three months post hepatic cryoablation and insertion of the device, as per cryosurgery plus hepatic artery infusion protocol. The pt was seen approx. 10 days ago (10/30/96) for a three month evaluation and initiation of a third cycle of regional chemotherapy. The pt planned on going to another state between the cycles. The clinical evaluation 10 days ago (10/30/96) revealed no evidence of abdominal problems or intestinal obstruction or device related complications. However, 2 days ago (11/7/96) the pt was admitted to the facility under the care of the surgeon and the oncologist. The implant physician spoke with explant physician 2 days ago(11/7/96), upon learning of the pt's admission to the facility. The working diagnosis at the time was partial small bowel obstruction presumably due to adhesions or malignant carcinomatosis. However, during the next 24 hrs the pt developed a complete small bowel obstruction requiring surgery. The surgical exploration revealed a closed loop obstruction of the small bowel and the right upper quadrant amidst adhesions and potentially the catheter wrapping around loops of bowel. The explant surgeon explanted the device, divided the device catheter and left the distal end of the device catheter up at the hepatic artery. The pt required pressor support for his presumed gram negative bacterial sepsis from gangrenous bowel; and had an ileostomy performed. On 11/9/96, the pt was being taken back to the operating room for a "second-look" procedure to look for further ischemia. At that time the pt was relatively stable with renal dose of dopamine and progressing reasonably from the first surgery. The implant and explant physicians discussed the possibility of removing the remaining catheter as it will form a nidus of a foreign body to perpetuate the infection. However, given the pt's condition in extermis he probably will choose to defer this for a later stage when ileostomy reversal is performed. The implant physician is concerned about this unusual complication of mechanical bowel obstruction caused by the hepatic artery catheter, which in his experience has never happened. Although this potentially could be possible for any intra abdominal catheter such as the device catheter and peritoneal dialysis catheters, this is an unusual complication. Physician states that this note is being documented for recording potential complication as well as fact that pt now has device explanted and he is off study. Final version in cro records should indicate that pt had stable disease but had treatment related complication requiring going off study. MFR is attempting to acquire additional info in this incident. No further info is available at this time.